Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), transient ischaemic attack ("tia") and factor v leiden mutation ("factor v linden mutation"). The patient was treated with surgery (essue removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, dyspareunia, vaginal haemorrhage, menorrhagia and transient ischaemic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, factor v leiden mutation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, transient ischaemic attack, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), transient ischaemic attack ("tia") and factor v leiden mutation ("factor v linden mutation"). The patient was treated with surgery (essue removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, dyspareunia, vaginal haemorrhage, menorrhagia and transient ischaemic attack outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, factor v leiden mutation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, transient ischaemic attack, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case becomes incident. Event pelvic pain made medically significant and intervention required due to surgery. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.